Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "delayed healing and capsular contracture baker grade ii-iii" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing, rupture, and capsular contracture baker grade ii-iii. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Regulatory agency: "shredded implant, dark yellow; discovered at mammography scan; nodal dissection; delayed healing; capsular contracture grade ii-iii". The device has been explanted. This record relates to the right.